Event description:
The child's parent reported that he had stopped responding to sound after hitting his head in december. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.